Manufacturer narrative:
Device evaluation anticipated, but has not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years post implant of this bioprosthetic pulmonic valved conduit, this device was explanted and replaced due to stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.